Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed an extended bolus and bolus duration appeared to continue beyond the programmed time frame. During troubleshooting with tandem technical support, the customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage during the requested time frame. Additionally, it was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring and successfully loaded a cartridge. The user's blood glucose level ranged from no impact to 140 mg/dl.